Manufacturer narrative:
Bec customer technical support (cts) guided the customer through the troubleshooting process via the telephone. The customer discovered loose tubing at the blood sampling valve (bsv). The customer reconnected the loose tubing and cleaned and decontaminated the area where the fluid spilled. The specific tubing that came loose was not identified. No further evidence of leaking was observed. Customer has not reported a recurrence of the event to date. Failure mode: the cause of the leak was a loose tubing at the bsv. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer contacted beckman coulter (bec) reporting that the coulter lh 780 hematology analyzer was generating aspiration errors and was leaking. The volume of the leak was approximately 2 ml and was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous patient results were generated in connection to this event.